Event description:
As reported in the descover database, fifteen minutes after the index procedure, in the recovery room, the patient became unresponsive and pulse less with ventricular fibrillation. Patient was successfully shocked and underwent an emergent left heart cath, which demonstrated that the stents were patent. The next dsy after the procedure, the patient experienced a non-st elevated mi with elevated serum markers. No treatment was performed for the mi. The patient was observed and stabilized in the coronary intensive care unit. This event was graded as related to the index procedure and device. Two days after the index procedure, this patient experienced renal failure, schatzki ring and a low platelet count. This event was graded as unrelated to the investigational device and procedure. The patient was discharged approximately one month after the index procedure in stable condition.